Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog error. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in good condition with no appearance of any physical damage. A review of the event history log identified auxiliary control unit (acu) watchdog and primary audible alarm post. During functional testing was unable to duplicate the acu watchdog (is a sympathy alarm to the primary audible alarm post) or primary audible alarm post error at power up. The root cause was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.